Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, low voltage lead impedance and loss of capture were observed during follow up. Device was explanted. Patient was doing well post-procedure.

Manufacturer narrative:
Final analysis found the reported field event of impedance and capture anomalies were confirmed in the laboratory. The device was tested on the bench and high pacing and hv lead impedances were traced to an anomalous component on the hybrid. The cause of the field event was due to an anomalous component on the hybrid. The cause of the anomalous component on the hybrid could not be determined.